Manufacturer narrative:
Pump received with stripped battery cap coin slot, cracked end cap, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, missing end cap sticker, and missing address/serial number label. (B)(4).

Event description:
The customer reported via phone call that they were unable to remove the battery cap on the insulin pump. The customer also reported the battery compartment was broken. The insulin pump was also falling apart. The customer's blood glucose was unknown. Customer stated pieces of the plastic was missing from the insulin pump. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.